Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0406 captures the reportable event of stent break. Imdr impact code f2301 captures the used of snare to retrieve the stent.

Event description:
It was reported to boston scientific corporation that a advanix biliary stent with naviflex rx delivery system was to be implanted to treat a stone in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent detached from catheter prior to deployment at the tip of scope. The stent was retrieved with a snare. Another advanix biliary stent with naviflex rx delivery system was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Blocks e3, g2 (report source), h6 (device codes), and h11 have been corrected. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be implanted to treat a stone in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent detached from catheter prior to deployment at the tip of scope. The stent was retrieved with a snare. Another advanix biliary stent with naviflex rx delivery system was used to complete the procedure. There were no patient complications as a result of this event.